Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by vorlat, p. Et al in knee surg sports traumatol arthrosc (2006) 14: 40-45 doi: 10.1007/s00167-005-0621-1. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. This information was originally reported on 1825034-2015-03285 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article titled, "the oxford unicompartmental knee prosthesis: an independent 10-year survival analysis" which aimed to provide long-term follow-up of 149 cases using the oxford unicompartmental prosthesis manufactured at biomet. A patient was identified in the article that underwent a partial knee arthroplasty on an unknown date. Subsequently, it was noted that the patient had a poor knee society score (114) due to unknown reasons at the 138 month follow up. There has been no further information provided and the patient outcome is unknown.